Event description:
Past negative reaction [adverse reaction]. Case description: spontaneous report was received on (B)(4) 2013 from an oncologist regarding a pt (demographics not provided), initials unk. The pt's medical history was not provided. On an unspecified date, seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed (site and number of sheets not provided). The lot number of seprafilm was not provided. On an unspecified date, the pt had a negative reaction. It was reported that the "seprafilm left boarder of negative reaction where it was placed." It was also reported that the event was viewed upon surgical re-entry of the pt. The outcome of the event of past negative reaction was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The relationship between seprafilm and the event was not provided by the reporting oncologist.

Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.